Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. Review of the manufacturing records for batch 21432816 confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent fracture occurred. A 6 x 150 x 75 innova¿ was implanted in the patient's superficial femoral artery (sfa) in (B)(6) 2018. The patient came back for a follow up procedure in (B)(6) 2018 due to reoccurring symptoms. At this time it was noted that the innova stent was fractured and separated in two places. The fractured stent was stented across for reinforcement. The patient is in good condition.